Event description:
It was reported that the patient passed away and the cause was unknown. The death was not related to the device or device therapy. There was no malfunction of the pump reported. The cause of death and/or details leading up to death was not communicated by the center per patient data privacy laws.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. It was reported that no additional information will be provided due to patient data privacy. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.